Event description:
Same case as 2134265-2015-03821 and 2134265-2015-03820. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system demo version 1.3 was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the lesion. During the procedure, it was noted that the automatic pullback stopped suddenly and the system did not recognize a catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the motordrive unit 5 plus and acquisition processor were returned for analysis in good condition with no signs of external handling damage and defects observed. During analysis of the returned devices, the unit passed the motordrive unit 5 plus basic functional test. No error messages were observed during the test. The unit successfully passed image and pullback test. No error messages were observed during the test. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-03821 and 2134265-2015-03820. It was reported that an automatic pullback failure occurred. A 100v ilab ultrasound imaging system demo version 1.3 was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the lesion. During the procedure, it was noted that the automatic pullback stopped suddenly and the system did not recognize a catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).